Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Review of the available records identified the following: op record for initial surgery noted no intraoperative complications and no deviation from surgical technique. Immediate post-operative findings noted moderate pain and no impingement. 6-week findings on noted moderate pain, slight improvement in adls. Anterior translation noted to be 1-2cm to glenoid rim. Pt noted to have a dislocation/subluxation. Revision surgery op notes identified subscapular muscle loose where initially re-inserted, lower portion of the tendon intact, superior portion appeared mechanically weak, same findings for the supraspinatus muscle composed of poor tendon quality. Patient noted to have rehabilitation accident as contributing factor. Patient revised to depuy reverse construct. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: item# 115734; compr nano hmrl pps 34mm; lot# 607250, item# 118001; versa-dial/comp ti std taper; lot# 170510. Report source: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that patient underwent a revision procedure approximately seven months post-implantation due dislocation, subluxation with a torn rotator cuff tear. Attempts have been made and additional information on the reported event is unavailable at this time.